Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy into a normal density tissue, the device allegedly self-activated outside of the patient's body, after the second slide was primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula self-activated during the drop test, therefore, the investigation is confirmed for the identified cannula self-activation. However, the investigation remains inconclusive for the alleged stylet self-activation, as functional testing could not be completed. Upon disassembly it was noted that the left bumper was overlapped by the stylet spring. It is possible that the overlapped left bumper contributed to the reported and identified self-activation issues. However, the definitive root cause could not be determined based upon the available information. Per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural factors contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided kidney biopsy into a normal density tissue, the device allegedly self-activated outside of the patient's body, after the second slide was primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.